Manufacturer narrative:
The investigation confirmed that higher than expected vitros glu csf quality control results were obtained while using the vitros 950 analyzer. A definitive root cause for the event could not be determined, however, an instrument related issue and/or the quality control fluid in use cannot be ruled out as contributing factors. There is no indication that the vitros glu slide lot in use or vitros 950 analyzer were not operating as intended.

Event description:
The customer obtained higher than expected vitros glu csf quality control results while using the vitros 950 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No glu patient results were affected or reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).